Manufacturer narrative:
As reported, the balloons of two 6/7f mynx control vascular closure device (vcd) leaked while prepping. Another mynx control device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and stored according to the instructions for use (IFU). A non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position, fully covered by the sealant sleeves. Regarding the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis, where no issues related to the reported event were observed, as the balloon was inflated and deflated as expected. The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the returned device. Full inflation of the balloon was achieved with no leakage. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. However, as this issue was found during preparation of the device, handling factors during prep are likely to have caused the reported difficulties in inflating the balloon. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons of two 6/7f mynx control vascular closure device (vcd) leaked while prepping. Another mynx control device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and stored according to the instructions for use (IFU). Other procedural details were requested but were not provided. Only 1 of 2 devices will be returned as the other device was inadvertently thrown away.